Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was removed from the patient and noticed that there was only one clip arm. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with one arm broken. Microscope examination was performed on the clip assembly, and it was confirmed under high magnification that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. The broken section of the clip arm showed evidence of corrosion. Additionally, x-ray analysis was performed, and it was possible to observe that the yoke was detached from the control wire. A dimensional examination was performed to further analyze the deployment issue, and it was confirmed that the yoke diameter was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was removed from the patient and noticed that there was only one clip arm. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.